Event description:
It was reported that the low energy shock impedance was out-of-range and the device was beeping. The pulse generator has a battery status at end-of-life. The doctor stated that the plan is not to replace the device. Technical services advised options for the beeper feature. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the low energy shock impedance was out-of-range and the device was beeping. The pulse generator has a battery status at end-of-life. The doctor stated that the plan is not to replace the device. Technical services advised options for the beeper feature. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.